Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it failed to connect to server and had storage space failure. Remote smart service was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the stations failed to connect to the server. A field service engineer (fse) plugged the network cable into a working port on the station and verified through application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.